Event description:
Pt underwent a renal transplant in 2002, during which a bulb suction drain was inserted. Four days later, during the removal of the drain, the internal portion of the drain broke off and was retained in the pt. The pt returned to surgery the next day.